Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when drawing up medication for an injection it was noticed that the hub of the needle was "twisted" on the bd luer-lok¿ syringe with attached needle. The "twisted" part was not noticed until the medication was already in the syringe. At that point the medication began to leak around the needle.

Event description:
It was reported that when drawing up medication for an injection it was noticed that the hub of the needle was "twisted" on the bd luer-lok¿ syringe with attached needle. The "twisted" part was not noticed until the medication was already in the syringe. At that point the medication began to leak around the needle.

Manufacturer narrative:
Investigation summary: three photos were received and visually inspected. One photo showed the packaging with batch #8064771. The other two photos showed a deformed blue needle hub attached to a syringe. It was observed there was a 180-degree twist near the needle end. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the deformed hub defect is associated with the assembly process, in this case the needle was over torqued during assembly. No corrective actions are necessary based on the defective rate identified. Lot 8064771 is considered in compliance with our product specification requirements.